Event description:
It was reported that the right ventricular (rv) lead was revised after the patient presented with unspecified symptoms. It was unknown if the lead exhibited issues. The rv lead was explanted, and a new rv lead was implanted. No patient status was reported.

Manufacturer narrative:
The lead was returned due to unspecified lead issues. A complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.